Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device powered up properly after the test battery was installed. Device was monitored for one day. No blank display or charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted during testing. Device uploaded properly using care link. Device had minor/stained scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visited to emergency room and admitted into hospital due to hyperglycemia and vomiting, on (B)(6) 2019 with blood glucose level 1000 mg/dl at the time of incident and treating with insulin pump and a few shots at hospital. The customer was assisted with troubleshoot for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. Customer stated that the insulin pump had no delivery alarm, battery issues and insulin pump being louder when rewinding. Customer was reporting a past event of no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer stated that the insulin pump had blank display. Customer was not calling back after receiving a new battery cap. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. Advice customer to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be and reservoir will not be returned for analysis.